Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported to have severe calcification and mild angulation in the aortic neck. It was reported that the physician inadvertently implanted the stent graft lower than intended, but there was no endoleak present, due to the severe calcification in the aortic neck. The physician implanted an aortic cuff to resolve the inaccurate placement of the bifurcated stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inaccurate placement. Anatomy related: severely calcified vessels. Conclusion: anatomy related: severely calcified vessels.